Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and failed battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged low battery life or low battery alert and failed batt test or battery failed alert found on sept 02, 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No unexpected failed batt test or battery failed alert was recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:11:42.000, (B)(6) 202116:01:46.000, (B)(6) 2021 18:36:21.000, (B)(6) 2021 23:32:41.000, (B)(6) 2021 07:51:23.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 14:11:00.000, (B)(6) 2021 16:01:00.000, (B)(6) 2021 16:07:00.000, (B)(6) 2021 21:29:00.000, (B)(6) 2021 02:29:00.000. And failed batt test or battery failed alert was recorded and found in the formatted history file on: (B)(6) 2021 11:01:02.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert confirmed. Low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert, problem isolated on the pcb1.